Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to the lag screw not being properly locked with the locking mechanism during the initial procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported, patient underwent a femoral fixation procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to a lag screw migrating and collapsing causing a fracture through the cortex. The nail system was removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "loosening or migration of the implant."